Manufacturer narrative:
H4: device manufacture date: may 20, 2020 - may 21, 2020. H10: the device was received for evaluation. Visual inspection using the naked eye, did not identify any abnormalities that could have contributed to the reported condition. A functional test was subsequently, performed by manually filling the bladder with green colored water to a nominal volume. During and after fill, no evidence of rupture or leak were observed from the bladder. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during patient infusion. The device was filled with unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.